Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp hit "go" to initiate the initial drain cycle prior to having their transfer set connected to the patient line of the homechoice set. Minutes later, hp connected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.